Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain bag needed ports. Representative advised that they would exchange the bags. Patient also stated that the foley catheters did not allow constant irrigation. It was noted that the patient had been using the product for less than 90 days.

Manufacturer narrative:
The reported event could not be confirmed. It was unknown whether the device had met specifications due to no sample was returned for evaluation. The product was used for treatment purposes.a potential root cause for this failure could be ¿kinked/pinched irrigation lumen or no irrigation eye¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate the balloon, gently reinsert the luer tip syringe into the valve and aspirate. Caution: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag needed ports. Representative advised that they would exchange the bags. Patient also stated that the foley catheters did not allow constant irrigation. It was noted that the patient had been using the product for less than 90 days. Per additional information received via follow-up on 09nov2021, it was stated that the patient needed to order the correct catheter and drain bag and then the problem would be resolved. Customer was advised to call liberator to order correct supplies. Customer was not concerned with the complaint, they just needed the correct supplies.